Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.no complaint received with return of device. Failure (event) observed during analysis.a partial lead was returned in two segments for analysis. External insulation abrasion was noted at 16.1-16.4cm from the connector pin, consistent with lead friction to the ICD can. External insulation abrasions were noted at 13.7-14.1cm and 15.5-15.9cm from the distal tip, consistent with lead friction to another device or feature of the heart. Internal insulation abrasions were noted at 7.4-8.1cm and 16.7-17.6cm from the distal tip. The etfe coating was intact at these locations. Externalized conductors due to internal insulation abrasion were noted at 8.5-10.5cm from the distal tip. The etfe coating was abraded at this location.